Event description:
It was reported the pt had experienced abdominal pain after implant. In addition, it was reported the pt had not urinated or had a bowel movement for 18 hours following the procedure. The pt was transported from the surgery center to the hospital the day after the implant. Follow up identified the pt had been released from the hospital. It was reported the pt had a urinary tract infection. The pt was scheduled to receive postoperative programming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.